Event description:
"On (B)(6) 2013 at the (B)(6) it was reported that the hcu 30 serial number unknown was not making ice after the control board was replaced. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and a failure of the control board was found to be the cause of no ice building due to the freon valve not opening. The control board was returned and was evaluated in the engineering laboratory. It was determined that there was a short circuit that caused certain traces on the board to blow. In the service manual english 06 wiring diagram on the board and sensor - type 1 (B)(4) page 119 contained a wrong cable connection from the connector j17 24 vac to the transformer with two cables. The connection consists only of a cable. Presumably, the return line at j17 24vac was connected, so that there was a strong current flow while the trace was blown. (B)(4)."